Manufacturer narrative:
Moisture damage was found on the display board but no blank display was noted. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and minor scratches on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went through the washing machine. The customer's blood glucose was 335 mg/dl which was treated with manual injection. The caller stated that the device was exposed to waster in the past with no moisture visible in the device. Troubleshooting was performed and the device passed the self test. There were no alarms in the history of the device. But the caller stated that there was fluid visible under the lcd display. The device was not dropped and there were no cracks or other issues with the device. The discontinuation of the device was advised. Nothing further was reported.